Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable, and the leads were tunneled through the muscle and caused pain. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.